Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-06810 / device 4 of 10. (B)(4).

Event description:
Female end user reports "the starter hole is off center and because of this her wear time has decreased to two days instead of her usual seven days". No photograph received depicting reported complaint issue by the complainant. No harm reported.